Event description:
The customer reported a ventilator gave a 110a error code indicating a check vent: proximal pressure sensor auto zero failed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to verify the pin alignment between the solenoids and the data acquisition (da) printed circuit board assembly (pcba), if that does not solve the issue then it is recommended to replace the solenoid valves, and the da pcba. As a result, the customer assumes responsibility for making any/all needed repairs and will call back only if further assistance is needed. Moreover, further information regarding the repair has been requested from the customer. No response has been received at this time. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The remote service engineer advised the customer that they may need to verify the pin alignment between the solenoids and the data acquisition (da) printed circuit board assembly (pcba), if that does not solve the issue then it is recommended to replace the solenoid valves, and the da pcba. As a result, the customer assumes responsibility for making any/all needed repairs and will call back only if further assistance is needed. Moreover, the customer ultimately reported that they removed the module, re-greased o-ring and re-installed the parts. Then the customer made sure it was in the correct position and ran the unit for 1 hour with no issues.